Event description:
It was reported that the patient had a catheter revision on (B)(6) 2013. The pump was delivering lioresal. It was later reported that the catheter had come out of the spine. Additional information has been requested, but it was not available as of the date of this report

Event description:
The issue with the catheter was reported to be dislodgement/migration. A catheter revision was performed as reported previously. The patient required hospitalization as a result of the event. Patient had decreased efficacy of therapy. The patient¿s outcome was reported as ¿no-injury¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information: it was later reported that another intrathecal pump was implanted as well when the catheter was revised. Following replacement patient had good response and the pump dose was being adjusted and patient was reportedly doing much better.

Manufacturer narrative:
Correction: reported as (B)(6) 2013 is no longer applicable based on additional information.

Event description:
Additional information: it was now clarified and confirmed that the pump was never replaced (B)(6) 2013 and patient continued to have the same device. All they did was reposition it in the existing pocket. The catheter is what was replaced due to migration/dislodgment and was no longer in the spinal canal as reported previously.